Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system and aptus endoanchors were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a left groin pseudoaneurysm with left deep venous thrombosis. The patient was having lower left extremity heavy sensation that has continually worsened; leg has been throbbing and uncomfortable. There was an additional endovascular procedure performed and the event was resolved. The investigator stated it was related to the index procedure. No additional clinical sequelae were reported and the patient is fine.